Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific polypropylene mesh device was implanted during a procedure in 2004. According to the complainant, post procedure, she is ¿dying, no hopes of any life left¿ and has acquired hemophilia a factor viii. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.